Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the axium prime implant coil was found to be detached from the pushwire and not returned. The implant coil detached from the pushwire was not initially reported. The axium prime pushwire was found bent at proximal end. The coin was found pulled back from the lumen stop and the coil shield was found stretched. No other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of the event. Without implant coil returned any contributing factors from it could not be determined. It is possible that the pushwire bend caused the coin to pull back from the lumen stop detaching the coil. Per instructions for use (IFU): warnings: ¿due to the delicate nature of the axium prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that in the process of delivery of the coil, suddenly, it was found that the coil was stretched, and delivery was not normal. After the coil was withdrawn from the body, it was confirmed that the coil was stretched. The patient was undergoing surgery to treat an unruptured, saccular aneurysm at the c7 section with a max diameter of 6mm and a neck diameter of 4mm. It was noted the vessel tortuosity was minimal. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.